Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. Review of shock impedance trends noted an average impedance measurement of approximately 100 ohms, with both large and small fluctuations in impedance measurement trends. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit variable shock impedances measurements from 72 to nearly 130 ohms. Technical services (ts) discussed that until the previous alert was cleared with a programmer, there would be no further alerts. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Review of shock impedance trends noted an average impedance measurement of approximately 100 ohms, with both large and small fluctuations in impedance measurement trends. This crt-d system remains in service. No adverse patient effects were reported.